Event description:
A healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced a lens rotation. The lens was exchanged for a longer length lens & the problem was resolved. It has been noted that the surgeon selected a different lens size than that initially suggested by the icl calculation software. Cause of the event was reported as unknown.

Manufacturer narrative:
Secondary surgical intervention to remove/replace/reposition is identified in the labeling as a known potential adverse event(s) following icl implantation. H6: investigation type 4110: lens work order search - no similar complaint event(s) within associated lots were found. Claim: (B)(4).

Manufacturer narrative:
Corrected data: b4 - date in initial MDR should be corrected to 22-dec-2025. Additional information: h3 - device evaluation: lens was returned in a microcentrifuge tube, dry, with residue/debris on the product. Visual inspection found the lens optic deformed, the haptic bent/deformed. Dimensional inspection found the lens within specifications. Claim#: (B)(4).

Manufacturer narrative:
(B)(4).